Event description:
It was reported that patient underwent a ligament repair procedure utilizing soft anchors on (B)(6) 2014. During the procedure, the clear sleeve on the inserter of the soft anchor would not advance in order to deploy the soft anchor under the cortical shell of the patient¿s bone. Attempts to advance the clear sleeve were unsuccessful and another soft anchor was used to complete the procedure. There was a delay greater than thirty minutes as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02161 & 02162).